Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(6)) was returned for evaluation and repair. From the inspection, systems hardware assessment cannot be performed to investigate the allegation made and determine if this analyzer needs service/repair since there is no sufficient data available; problem report was generated correctly but does not contain any sample- or run-data. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Event description:
The customer alleged discrepant results generated from a cobas liat system (s/n (B)(4)). A customer from estonia alleged generating potential false positive results using the cobas® sars-cov-2/influenza a/b assay analyzed with the cobas liat system. During review of customer-provided data it was noticed that sample 1 generated sars-cov-2 positive, influenza a negative and influenza b negative results. Sample 2 was generated sars-cov-2 positive, influenza a invalid and influenza b negative results. No patient details were made available, and no harm or injury was indicated the investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. The analyzer was requested for return. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (eua201779, product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4).